Event description:
During a balloon kyphoplasty procedure on l3, l4, l5 and s1, the patient experienced a peri-operative cardiac event, and was successfully resuscitated. It was reported that the patient was extubated and a neurovascularly intact the day after the event. It was reported that the patient died approximately one week later of unknown causes.

Manufacturer narrative:
Method: other; device not returned, follow up conversation with physician reporting event.